Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported and issue with an angio-seal vip device. Preparation steps of the closure device were taken. When trying to deploy the device and withdraw to close the arteriotomy, the device would not deploy. The sheath tube was cut to expose the green tamper tube and it was deployed manually. The tamper tube was advanced, but the black marker was not exposed. The patient sent for a CT scan to verify the location of the anchor. The procedure was completed, and the patient was reported to be in stable condition. Additional information was received july 29, 2019: the procedure performed prior to the used of the angio-seal was a neuro diagnostic procedure. Hemostasis was achieved with the angio-seal device through manual tamping. The anchor location was verified through MRI with no further issues for the patient.

Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. The carrier tube (device cap) was returned mated with the hub of the hemostasis sheath. Hemostasis sheath was cut through in two pieces. Carrier tube, tamper tube and arteriotomy locator were returned as well. No other accessories components were returned. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was cut identified through the carrier tube between the base of the device cap and the top of the sheath hub, which is consistent with the manual deployment method. Hemostasis sheath appeared to be slit open by a sharp object. The anchor and collagen were not returned for analysis. No other anomalies were noted. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. Functional testing was performed. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.